Event description:
Customer called customer service to receive training in how to conduct a blood glucose test using her adc blood glucose meter. Customer further reported that on (B)(6), 2014 she attempted to perform a test, but was unable to so, because she thought you turned the meter on by pressing a button, rather than by inserting a test strip. It was further reported that due to this she was "delusional". Paramedics were called and upon arrival injected an unspecified substance into her. Customer believes she was treated for hypoglycemia, but no readings were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Complaint involved a training issue; hence no product will be returned for investigation. Customer was educated on proper testing technique. All pertinent information available to abbott diabetes care has been submitted.